Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information received identified the patient met with an sjm representative for additional system programming and effective stimulation coverage was reportedly achieved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation from her scs system. As a result, her entire system was explanted and replaced on (B)(6) 2015. The patient's ipg was reportedly functioning properly at the time of explant. An sjm representative met with the patient for post-operative programming and was able to achieve some stimulation coverage. However, the patient was sensitive to stimulation due to surgical pain. The patient will follow up with her physician and meet with an sjm representative at a later date for additional system programming. The patient had two model 3189 leads from the same lot implanted as part of her scs system.